Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, a freeze capture showed capture in the atrium, the atrial electrogram however showed no evoked response resulting in the atrial paces not being seen. The consistency in the av interval confirmed capture in the atrium and the lack of a deflection on the atrial electrogram was seen to be anomalous. The patient was asymptomatic. Monitoring will continue with regular routine follow-up.